Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2ly0v implanted: (B)(6) 2022 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 03-mar-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence it was reported  that the patient mentioned in (B)(6) 2025 they had to go back into surgery for them to readjust the stimulator because somehow it got dislodged and they could not use it because they were not sure if the wires were disconnected somehow. The patient states the leads were poking out of their bottom and it was uncomfortable to sit on. The agent asked if they figured out what was happening, and the patient states hcp just came in and fixed it and said everything went well. The patient also states having a lot of urgencies, and half the time they do not make it to the bathroom. This has been going on for about 6-7 months and needs the handset replaced. They reported uncontrollable incontinence